Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported during a regular follow up visit on (B)(6) and the hcp noticed electrodes 10 and 12 had high impedance which explained why they couldn¿t cover the patient¿s right sciatic pain. It was noted the event was related to device or therapy and was not related to the implant procedure. It was noted the patient was reprogrammed on (B)(6) and the event was ongoing. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance on electrodes 10 and 12 were not known. It was noted that both the implantable pulse generator (ipg) and lead were replaced as an elective action and because of patient choice to have a new and better battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the implantable neurostimulator (ins) and lead were replaced on (B)(6) 2019 and disposed of according to biohazard instructions. The event was resolved without sequelae on (B)(6) 2019. There were no further complications that have been reported as a result of this event.